Manufacturer narrative:
Findings: after battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to him sitting in water. Customer reported that as a result, the screen is completely white and alerting pump error. He said that his pump was flashing off and on. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced. The reservoir will be returned for analysis.